Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when attempting to connect to the power module and system monitor, the system controller was not sending any data to the screen. Therefore, alarms were not able to be assessed. The technician exchanged the patient cable and power module which did not resolve the issue. The technician performed a system controller exchange with no issues reported. After the controller exchange, the data was able to be seen on the screen.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer¿s investigation conclusion: the reported event of a communication issue was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. Additional information provided on 08nov2024 stated it is unknown if log files could be sent. Additional information provided on 03jan2025 stated the system controller would not be returned for analysis. A root cause for the communication issue was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.